Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for uncontrolled hypotension, from (B)(6) 2015. The patient had also experienced seizures attributed to the hypotension. The patient has since been released and has been able to resume cycler-dependent pd treatment. Medical records have been requested.

Manufacturer narrative:
Based on the available information, it is unknown how the cycler may have contributed to the event. A supplemental report will be submitted upon completion of plant's investigation.